Manufacturer narrative:
One suspect pump was returned for evaluation. The event history log (ehl) and the service history records were reviewed. Visual and functional tests were performed on the returned device. Upon functional testing, the device failed the downstream occlusion test. The downstream occlusion sensor, bezel, seal, motor, upstream occlusion seal, keypad and labels were replaced. The device passed all functional tests after the repair.

Event description:
It was found during investigation that the pump failed the downstream occlusion test. There was no patient involvement, and no patient harm.